Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock sling system on (B)(6) 2010. It was alleged the plaintiff suffered and will continue to suffer pain, suffering, disability, and impairment.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.